Event description:
It was reported that the pump exhibited a flow issue. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal, damaged battery compartment, and a torn cassette sensor seal. The tamper seal was not broken. There was no evidence to review in the device's event history log. A visual inspection and flow accuracy test were performed and the reported issue was duplicated. The cause of the reported issue was due to the expulsor being too high. As a result, the expulsor was trimmed and the dso sensor seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.